Event description:
It was reported that a pocket erosion had occurred. The left ventricular lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information noted that infection occurred. Product event summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 8042b implantable pulse generator (ipg) implanted: 2010 (B)(6); 5076-52 implantable pacing lead implanted: 2003 (B)(6); 5076-58 implantable pacing lead implanted: 2003 (B)(6); m7700 mechanical heart valve implanted 1996 (B)(6).